Manufacturer narrative:
Two used devices were returned for investigation. The devices were visually inspected. The cannula was observed to be bent from the original position was noted. In order to replicate manufacturing procedure testing, occlusion test was conducted on the returned samples. Flow was observed for the occlusion test. Unable to replicate line block alarm and a root cause was unable to be determined. Lot history review was reviewed and no nonconformities observed.

Event description:
It was reported by the pwd that after her first infusion set and cassette change since training. The patient had received a line block alarm while attempting to deliver a bolus. It had been further reported that she had chosen to resolve the alarm using the current cassette and had reattached to the site to deliver a bolus, but another line block alarm had occurred. The pwd had already removed the site from her leg, 2 inches from the previous site where she had experienced issues and had reattached the tubing to the previous site still in her leg, successfully delivering a bolus. The pwd had stated that she usually inserted in her leg but noted the site had been slightly leaner, which could have been a potential cause of the line block. The pss had requested the return of the site and tubing. The pwd had stated that the site and tubing could be returned after she finished using the tubing, as she had observed no issues with it. Upon removal of the site from the body, no issues had been observed with the cannula. The pwd had been comfortable with the cassette and tubing, as both had been used successfully to deliver a bolus with the previous site. The pss had reviewed the insertion process with the pwd and had found no issues. There was patient involvement and no harm/adverse event reported.